Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alledged after arming the pt positioning monitor (ppm) the led for the ppm mode that is set will go out and the ppm is no longer armed.